Manufacturer narrative:
H.6. Investigation summary: no samples or photos were received for evaluation. Since no samples displaying the reported condition were received, no corrective actions are necessary at this time. A device history review was conducted for lot number 8339552. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8339552 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip plunger broke off causing leakage. This was discovered during use. The following information was provided by the initial reporter: I would like to report a complaint. The black rubber part on the plunger breaks off, causing fluid to leak. Now the customer has thrown out the relevant syringes, but I wanted to report this anyway.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip plunger broke off causing leakage. This was discovered during use. The following information was provided by the initial reporter: I would like to report a complaint. The black rubber part on the plunger breaks off, causing fluid to leak. Now the customer has thrown out the relevant syringes, but I wanted to report this anyway.